Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Information contained in this report was previously submitted through [asr/psr/410psr] on [10/15/2018]. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the returned device identified: underweight, broken shell, missing, brown particles. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Additionally healthcare professional reported left side rupture "inflammation", "loss of sensation", ¿inability to breast feed¿, ¿disproportionate breasts¿, ¿loss of nipple¿, "patient is upset and emotionally shocked due to replacement surgery.¿ the event of ¿libido was decreased" was not device related. The device has been explanted.